Event description:
The customer is alleging receiving discrepant high chgb and hct on a patient from siemens epoc device as compared to non-siemens instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens requested for more information and data files from the customer. Customer did not respond to siemens requests. Siemens is unable to conduct an investigation. The cause of this event is unknown.